Manufacturer narrative:
Lot number, manufacture date and expiry are not available at this time. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported a possible reaction to acd-a during a procedure on spectra optia. No other details about the reaction are available at this time. Patient information, outcome, and whether any medical intervention was necessary are not available at this time. An exact incident date is not currently known, however it was reported that the incident occurred in (B)(6) 2019. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.10. Investigation: the lot number was not provided, therefore, a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Investigation is in process. A follow up report will be provided.

Event description:
Patient information and outcome are not available from the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6, and h.10. Investigation: the customer did not respond to multiple attempts to obtain information such as reporter contact information and title. Root cause: a definitive root cause for the patient's reaction could not be determined. Possible causes for the alleged citrate reaction include but are not limited to ac management during the procedure, patient disease state, and/or patient sensitivity to anticoagulant.

Manufacturer narrative:
This report is being filed to provide additional information in h.10. Investigation: according to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Transient hypocalcemia associated with apheresis is ususally well tolerated. Symptoms often show as parasethesia (tingling) but patients may also experience unusual taste, nausea, lightheadedness, shivering, and tremors. Severe hypocalcemia may also cause muscle contractions and can progress to tetany and seizures if hypocalcemia escalates and is not corrected. Investigation is in process. A follow up report will be provided.